Event description:
(B)(4) study. Same case as: 2134265-2012-04613. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis and angina. Lesion 1 was located in the mid right coronary artery (rca). The lesion was 99% stenosed, 3.0mm in diameter and 36mm long. The lesion was treated with predilation and placement of a 2.5x12mm taxus liberte stent. Residual stenosis was 9%. Lesion 2 was located in the proximal rca. The lesion was 99% stenosed, 3.0mm in diameter and 30mm long. The lesion was treated with predilation and placement of a 3.0x32mm taxus liberte stent. Residual stenosis was 9%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2012, the patient presented with angina pectoris and was hospitalized. A total occlusion of the rca was noted. Details of the treatment are unknown. The event was considered resolved without residual effects. The patient was discharged 2 days later.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Corrected: event date corrected from (B)(6) 2012 to (B)(6) 2012. (B)(6).

Event description:
Same patient as: 2134265-2012-05248. It was reported that in june 2012, the patient presented with exertional chest pain originating in the left anterior chest wall radiating down the arm. Electrocardiogram on admission revealed pronounced lateral st depression. During the course of the hospitalization, the patient developed acute respiratory failure. Laboratory investigations performed revealed elevated cardiac enzymes, consistent with the protocol definition of myocardial infarction. The patient was diagnosed with non st elevation myocardial infarction and cardiac catheterization was recommended. Selective coronary angiography revealed the left main, circumflex and lad were severely diseased and unchanged from the recent heart catheterization performed in may 2012. The 80% stenosis in the mid portion of the left internal mammary artery to the left anterior descending was treated with the placement of a 2.75x12mm ion drug eluting stent. Residual stenosis was less than 10%. In july 2012, the patient expired due to acute respiratory failure.